Event description:
It was reported to tycohealthcare/kendall in 2002 that a customer had sustained a clean needle stick. Customer states that when they opened the package of syringe one of the syringes had 2 needles attached. They stated that they stuck their finger but did not require medical attention.